Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from the manufacturer representative reporting that there was poor coupling as the patient could only get 2 bars since (B)(6) 2017 and a suspected flipped implantable neurostimulator (ins). X-ray images were sent but the reporting manufacturer representative did not know if the images were anterior- posterior (a-p) view. The manufacturer representative co nfirmed with the health care professional (hcp) that the ins was implanted in the left buttock. The x-rays confirmed that the ins had flipped. The patient had to charge too often. The patient charged every day. It was reported that the patient had hd programming but the settings were not available at the time of the call. A power on reset was seen when the clinician programmer checked the ins on (B)(6) 2017. The por number was not known and it was confirmed that therapy did not stop. The patient was reported to have had an MRI. It was reported that surgery was going to occur on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the patient. It was reported that the implant was dead and they found out the implant flipped upon checking the device. No patient symptoms or complications were reported in this event.